Event description:
It was reported that during implant attempt, physician attempted a lead implant in the right atrium several times without success of attachment to the atrial wall. The lead was replaced. It was also reported that the physician attempted a lead implant in the right ventricle several times, but after successful extension/retraction of the active fixation mechanism, it would not extend. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the full lead was returned and no anomalies were found. There was blood in/on the sleevehead and the helix. (B)(4) the full lead was returned where it was discovered that the distal and defibrillation conductor were distorted. There was blood in/on the sleevehead and the helix. There was blood in the distal conductor near the lead electrode. The tip seal was observed to be out of position.